Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. Customer stated that the issue began 6 weeks back. Customer's blood glucose value at the time of the incident was 567 mg/dl. The customer also reported she received a no delivery alarm prior to calling. Blood glucose value was 189 mg/dl. During troubleshooting, it was found that the time/date was set incorrectly. The insulin did exit when disconnected at the quick release. The customer declined to remove the infusion set to inspect the cannula. The customer was advised to change the entire infusion set.